Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use including biological material on the distal tip and an indention in the teflon pad the shaft rotation and the jaw actuation of the device were found to be acceptable. The device was connected to a generator and failed with two "tighten assembly" errors (after which the assembly was tightened) and a "replace instrument" error. The device was disassembled, and the blade was inspected for cracks. A crack was found at the pinhole. A review of the device history records supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause is the blade contacting a hard object, possibly a staple or surgical clip, during clinical use or overtightening of the instrument. The instructions for use state: avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades. Attach the hand piece to the instrument by rotating the instrument onto the hand piece in a clockwise rotation as viewed from the distal end of the instrument (finger tight only). Use the torque wrench (already mounted to the shaft) to tighten the blade onto the hand piece. Turn the torque wrench clockwise while holding only the gray hand piece until it clicks twice indicating that suffice torque has been applied to secure the blade.

Event description:
It was reported that the har36 ultrasonic scalpel was not working or activating from the beginning. There was no medical intervention or adverse consequences reported. The procedure was completed successfully.